Event description:
It was reported that there was an error 3 during an unknown case. The hand piece was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
Date sent: 09/11/2007. The hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, and a torn/collapsed acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.